Event description:
The patient reportedly experienced sound quality issues and intermittencies, followed by loss of lock. The patient also experienced pressure and pain at the implant site. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Revision surgery has been scheduled.